Event description:
Pump had been declaring a cartridge change error for the past three months. Despite the issue, there was no adverse impact to the customer's blood glucose level. The customer resorted to using ten cartridges on a saturday before successfully resuming insulin delivery. Technical support instructed the customer on several troubleshooting steps, including inspecting the o-ring and cleaning the pneumatic tap area. Eventually, the customer was able to successfully load the cartridge onto the pump and resume insulin delivery.